Event description:
The customer reported via phone call with the helpline that her insulin pump alarmed "low" and that her blood glucose value was 42 mg/dl upon waking up. The customer's blood glucose value rose to 103 mg/dl by the end of the phone call, and troubleshooting determined that the insulin pump was functioning as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.